Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic max valve was chosen for a procedure. A paravalvular leak occurred after implantation of the valve. The valve was subsequently replaced with a new 25mm non-abbott valve was chosen and completed the procedure. The patient was reported stable.